Event description:
Customer reportedly received results of 58 mg/dl and 163 mg/dl within 10 minutes on the same device. No controls run. No action was taken based on device results. No adverse event reported. No quality controls were used. Customer also reports an incident not related to the malfunction. In 2006, customer tested her blood glucose and the result was 200 mg/dl on compact meter (had low blood symptoms). The following morning, she went to hospital for previously scheduled foot surgery and tested with compact plus; result was 48 mg/dl (felt shaky; symptoms match results). Self treated with candy. An hr later is when she tested with compact and had the clinically significant discrepant results. Requested return of suspect device and replacement was sent.